Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following issues were also found during the device evaluation: (a.) Air or water flow is weak or ineffective due to the nozzle clogging, (b.) The adhesive part on the bending rubber is worn out, (c.) Crack of resin part (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling), (d.) And the angle wires were stretched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus "too much pressure in the yellow, white and blue channel" of the evis exera iii colonovideoscope. There were no reports of health hazard to the patient or user of the device. The subject device was received at an olympus service center for evaluation. During inspection and testing, it was found that there was a deposit which looked like cleaning agent residue and synthetic fibers and that could not be removed were clogging the nozzle (foreign matter within the nozzle.) This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.